Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with several episodes of bradycardia. Poor capture of the epicardial lead wad noted. There was evidence of "twiddler's syndrome" when the patient's pocket was opened, the lead was tightly twisted around the pacemaker. The lead was removed and replaced. No patient complications have been reported as a result of this event.